Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, and leak testing. However, it did not meet the requirements for pressure flow and preimplantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Approximately 58 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. Approximately 16 cm of the ventricular catheter was returned. It met the requirements for patency and leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had shunt surgery due to hydrocephalus. According to the report, after the device was implanted, excessive drainage occurred along with the magnetic resonance imaging examination showed small ventricles. Reportedly, the device was replaced with another one, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, and leak testing. However, it did not meet the requirements for pressure flow and preimplantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Approximately 58 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. Approximately 16 cm of the ventricular catheter was returned. It met the requirements for patency and leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.